Event description:
It was reported the patient had fallen a few times and they are concerned the system may be fractured. The reporter stated, the patient felt a tingling sensation in their head when they take a shower. It was noted, the patient was experiencing an increase in slurred speech and falling more often. It was further noted, the patient had the system x-rayed, but the results were unknown. It was noted, the patient had an appointment with their healthcare professional (hcp) on 2014 (B)(6). It was further noted that impedance testing and x-rays were done. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3387-40, lot# j0214051v, implanted: 2003 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).